Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The product was not returned to the repair site and an investigation could not be performed. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer about the reported event. The customer denied troubleshooting and requested to have a field service engineer (fse) dispatched to troubleshoot. The customer opted to call back later with a purchase order to dispatch fse. The device will not be sent in for repair and evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display dark image. The event occurred during a therapeutic and diagnostic colonoscopy procedure. There was no patient harm or user injury reported due to the event.